Manufacturer narrative:
The implicated disposable set has not been returned for investigation. The user facility was unable to provide the lot number of the disposable set in use during the case, but reported that the one of the following two lot numbers may have been involved: (B)(6) 2019 & (B)(6) 2019. The library/retain samples for the reported lot numbers were inspected and no issues were observed. The manufacturing records for the associated lots were also reviewed and no anomalies were identified. A review of complaints for the past year indicated that there have been no other leaks reported involving either of the reported lot numbers. Without inspecting the sample, it is difficult to determine what occurred in this case. All 3-spike disposable sets are 100% leak tested prior to release. However, we will continue to monitor and trend similar reports of this nature. We have reached out to the user facility to request additional information about the case and the status of the patient. Should additional information become available, a supplemental report will be submitted.

Event description:
The user facility purchasing agent and manager reported: "unit claimed tubing leaked. Leak occurred at the base connection site of the circular attachment causing patient to lose blood."